Event description:
It is reported the patient was revised due to a disassociation between the tm base plate and the glenosphere. The surgeon replaced the humeral insert.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Other device used: catalog #00434902502, zimmer tm reverse baseplate, lot #62557112. No devices or photos were provided therefore a determination on the condition of the devices could not be made. No other complaints of any type have been reported for these lots of glenosphere or base plate. The surgical technique was update to include tips on preparing the glenold, gaining the proper surgical exposure and feeling to insure the glenosphere seated correctly. Evaluation codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.